Event description:
Customer alleged the shower chair broke right in the shower with him on it. No injury alleged.

Manufacturer narrative:
(B)(4). The consumer is a male whose age, height and weight are unknown. The consumer alleges that the mariner shower commode chair broke while he was sitting on it in the shower. No information was relayed as to how or what part of the commode shower chair broke. No injury is alleged. No RMA has been issued for the return of the product.